Event description:
It was reported that the ccu rebooted during the case. The 1688 did not display any error codes and the delay time was about 30 seconds. This was in a cor ip room and no other unit had this issue. Power cords were checked and the unit was tested to see if it would happen again.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.